Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had a lvp8100 failed patient side occlusion test during pm. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I step through analog sensor test with denise and recommended her to replace lower pressure sensor. I also advised denise do not perform pressure calibration after she replace pressure sensor. Denise will replace lower pressure sensor and perform patient side occlusion test. If the issue was not resolved, she will call me back.